Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged shortly after its implant causing loss of capture and undersensing of the atrial channel. The patient suffers from chronic atrial fibrillation (af) and complete heart block, so the physician elected to leave the dislodged lead as it was and reprogrammed the system accordingly. The lead remains implanted. No adverse patient effects were reported.